Event description:
It was reported that the unit enters into stand-by mode and exhibits flickering behavior.

Manufacturer narrative:
Additional info will be provided once the investigation has been completed.